Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a nasogastric feeding tube. The customer reports that the feeding tube was placed, and a small amount of blood was noted. A kub was ordered, and the tube was noted to be in the right lung.